Event description:
It was reported that during a myosure procedure on (B)(6) 2024, the physician was performing a polypectomy with myosure reach. The blade was working fine but made more noise than usual and stopped cutting. The case was finished with dilation and curettage. Upon removing the tissue trap the nurses noticed metal rings. No patient injury reported. Images were provided and the metal rings observed are not related to any of the components in the design of the myosure reach, the metal rings might come from a diu or any contraceptive device or additional device used. Hologic requested the metal rings to be returned but the customer reported they had been discarded.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.